Event description:
It was reported that analysis of this device was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that a revision procedure was previously performed approximately 5 months ago related to this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode, however, no additional information was available regarding the revision procedure. Subsequently, noise and oversensing was again observed and resulted in delivery of inappropriate shock therapy. Surgical intervention was undertaken and the device and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.